Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Concomitant product: product ID: d314trg, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead interrogated an unstable threshold with historical trends showing an increase in threshold. The interrogated data also shows high impedance and historical trends show varying impedances. The lead remains in use with no intervention and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.